Event description:
A customer reported to baxter of a bioset luer that had floating material discovered after product reconstitution. It is unknown in which care area this event occurred. There was no patient involvement or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation at the plant. A sample consisted of a base and piston together with the two particles allegedly found in the fluid path. Close visual inspection of the spike revealed that it had some rough edges consistent with minor flash. The cause of this condition was due to a manufacturing issue. Several actions have been taken to eliminate particles from fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.